Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -11.5/2.0/081 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved.